Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. It was also reported that the pt was having an increase in seizure activity. The pt had been seizure-free and medication-free until this recent occurence of seizures. The pt was placed back on anti-epileptic medications. Review of x-rays by physician revealed an obvious break in the lead near the electrodes. Both the lead and generator were replaced. Further follow-up revealed that the pt had developed an ear infection approximately one week before the office visit that detected the high lead impedance. It was reported that as a result of the ear infection, the pt had started banging the head againt the wall. The pt's seizures began to recur after pt had repeatedly banged the head against the wall.